Manufacturer narrative:
Follow-up #1: date of submission 8/2682016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: evidence of moisture behind display lens. Pump powers with returned battery cap to a multicolored distorted display image. Battery compartment crack observed from thread area to case seal. Cover crack observed between corner of display lens and case seal. Leak test shows leak at cover crack and battery compartment crack. Removed pump case. Evidence of moisture contamination throughout inside of pump. Display fails due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.